Event description:
It was reported that electrode pairs 1 and 3 showed an impedance reading above 4,000 ohms. The patient was getting good therapeutic response from the stimulation. Additional information received reported that the impedance reading was due to a programming error, one of the sides that was supposed to be off was turned on. Refer to manufacturer report #3004209178201106727.

Manufacturer narrative:
(B)(4).